Manufacturer narrative:
Correction in section g3 aware date has been added april 7,2025. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Conclusion: due to the bent shaft, a chip occurred in the edge area of a rod lens in the rod lens system. Due to the chip, glass particles and other dirt particles are visible in the rod lens system. The distal solder seam is clearly chemically corroded and leaking. The image is cloudy and blurred on the right-hand edge due to the spalling and moisture that has penetrated through the chemically damaged solder seam. The damage found cannot be attributed to a manufacturing/production fault. Most probable the damage was caused during clinical use or clinical reprocessing. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported the scope had blurry image during the medical procedure no negative impact to the patient reported.